Event description:
Customer reported getting inaccurate readings from her precision xtra meter off and on for a while. However, on the day of the event she noticed that it was doing it a little more and for 3 days, she had to question whether or not she should take her insulin, because the meter read high (greater than 500 mg/dl) and 2 minutes later read 146mg/dl. After taking her insulin, she experienced symptoms of low blood sugar. The symptoms were "sweating, weakness, shaking, jitteriness, and (she) felt out of it, like (she) was going to bottom out." The tests were performed on the finger within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury associated with this event.

Manufacturer narrative:
(B)(4). Meter with serial number (B)(4) has been returned and tested. The complaint was not confirmed and no new issues were observed. All results were within the range specification, the standard deviation was within specification and no errors were observed during control solution testing. However, the readings mentioned by the customer were found in the meter's internal memory log on the date of the event, making this case a reportable event.